Manufacturer narrative:
No device was returned to olympus for evaluation. The investigation was conducted using information provided by the customer and the inspection findings from the third-party distributor. Based on the investigation results, the reported failure was confirmed. A definitive root cause could not be identified. The most probable cause of the complaint is a component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a scope communication error and no image on the screen. There was no patient involvement.